Manufacturer narrative:
(B)(4).

Event description:
It was reported that deflation issues occurred. The target lesion was located in the proximal left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was selected to dilate the lesion. It was inflated at 8 atmospheres for 60 seconds in the coronary artery and it took 2-3 minutes to deflate the balloon after pulling the negative with the inflation device. They ended up going a sequence deflation attempts to get the balloon out. They turn the stop cock off, and air was introduced into the tubing of the inflation channel. After series of attempts, the physician was able to deflate the balloon successfully. The procedure was completed with this device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with no original packaging. There was blood and contrast in the inflation lumen. Microscopic examination of the balloon and shaft did not reveal any tears or damage. The device was soaked in a water bath to loosen the contrast prior to functional testing. Functional testing was performed using an inflation device filled with water connected to the inflation port. The device was inflated to 14 atm and deflated immediately when negative pressure was applied which meets the deflation time specification. There were no material or manufacturing deficiencies noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is  not confirmed. (B)(4).

Event description:
It was reported that deflation issues occurred. The target lesion was located in the proximal left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was selected to dilate the lesion. It was inflated at 8 atmospheres for 60 seconds in the coronary artery and it took 2-3 minutes to deflate the balloon after pulling the negative with the inflation device. They ended up going a sequence deflation attempts to get the balloon out. They turn the stop cock off, and air was introduced into the tubing of the inflation channel. After series of attempts, the physician was able to deflate the balloon successfully. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.